Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m, implantable tachy lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed a hematoma within a week of implant, and it was suspected that the atrial and ventricular leads had perforated. Additionally, the atrial lead exhibited undersensing. The leads were repositioned, and remain in use. No further patient complications have been reported as a result of this event.